Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. There is no evidence of a power on reset (por) or parity error in the submitted file.

Event description:
It was reported that the right ventricular (rv) lead had low high-voltage impedance and was oversensing. A fracture was suspected. It was noted that the patient was very tall and thin and is a swimmer and does yoga stretching. The lead was capped and replaced. It was further reported that the device experienced a power on reset (por). The por was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: product ID: 6935m62, implantable tachy lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.